Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call that the insulin pump alarmed no delivery during prime. Blood glucose value was 120 mg/dl. Customer was advised to disconnect and reconnect the tubing and reservoir and perform manual prime; insulin did not exit. He was then instructed to assemble a new infusion set with current reservoir; insulin did not exit the tubing. Customer changed the reservoir; insulin pump did not alarm no delivery with manual prime. Customer was advised that the alarm was resolved with the reservoir change. The product would be replaced and returned for analysis.

Manufacturer narrative:
Reliability analysis evaluated one opened/used reservoir. Unable to perform the prime test due to the barrel not being returned.

Manufacturer narrative:
The information provided in section h.3 was incorrect with the initial report. The correct information has been provided with this report.